Event description:
Patient reported "rupture", "pain", "hardness, tenderness", "exchange from textured to smooth" and "foggy memory" - not related to the device confirmed via ultrasound. This record is for the left side. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The events of breast pain and visibility/palpability are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, breast pain, visibility/palpability.